Event description:
It was noted that the patient's right ventricular (rv) lead and right atrial (ra) exhibited episodes of noise. The rv lead and ra lead was explanted and replaced. The patient was in stable condition.